Manufacturer narrative:
G.4. K201075; k251654 b3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
In multiple cases, the cannula is splitting and will not thread into the vein, or it frays after passing through the dermis. These failures are resulting in significant and unnecessary insertion attempts and are leading to blown veins in our neonatal population.